Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented to the clinic due to the lead integrity alert (lia) triggering. The right ventricular (rv) lead had slowly rising thresholds, slowly declining pacing impedance, non-sustained high rate episodes, three episodes with noise present, and an elevated sensing integrity counter (sic). Noise could not be reproduced with isometrics or pocket manipulation. Reprogramming options were discussed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.